Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) alinity I hbsag result on one patient during a correlation study between the alinity instrument and the architect instrument. The alinity generated a result of (B)(6) the architect generated a result of (B)(6), repeated in duplicate with weak (B)(6) results (no value provided), and the confirmatory testing results were: (B)(6) dna was also (B)(6). No additional patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26 h6 component code: g01003 d8: was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, and the review of the complaint text, trending data, labelling and device history records. Return testing was not completed as returns were not available. Testing was not performed as the lot for this ticket was unknown. Tracking and trending review determined that there is no related trend for the product. Device history record review of list number 8p10 did not identify any issues related to the customers issue. Labelling was reviewed and found to adequately address the issue under review. Results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii reagent list number 8p10 was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field. H10. There is no change to the content of the data.